Manufacturer narrative:
No device evaluation will be performed due to customer refusing servicing.

Event description:
Customer reported that the unit has an error code message of machine and proximal pressure sensors failed. The customer reported there was no patient involvement.